Event description:
Home pt received a system error 2240 alarm in drain 1/5 treatment using homechoice device. The home pt noted his pt line became disconnected from his transfer set in drain but was unaware as to how this happened. The home pt dicontinued treatment at the time of the alarm and reset the device with new disposables to continue treatment. No pt injury was associated with this incident per the home pt and the healthcare professional.